Event description:
Rn (registered nurse) noticed that pca (patient-controlled analgesia) tubing now has two clamps, one at the top of the tubing to be locked within the pca pump, and one at the bottom of the tubing below the y-site that patient can access/control. Patient should not have access to control clamps for pcas.